Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after an interventional percutaneous transluminal angioplasty procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both prostyle devices. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis noted a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle has been confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The anterior needle missed the anterior cuff and did not connect. This led to the posterior needle tip separation from the posterior cuff when the plunger was pulled. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.